Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: seven dispensed sutures, three suture pieces and thirty-five unopened samples of product were returned for analysis. The product code is multi stranded and requires twelve strands non-needles per packet. As total (B)(4) strands were received. During the visual inspection of the sample (seven sutures and five suture pieces), no defects or breakage suture were noted on the seven strands; however, the end of the five suture pieces were busted. A functional test was performed and the tensile strength force was above the minimum requirement. In the visual inspection of thirteen unopened samples, no defects were found on the packages. Samples were opened and contains twelve strands non-needle; (B)(4) sutures were dispensed without problems and examined along the strand with no defects or suture breakage found. A functional test was performed using and the tensile force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the five suture pieces, it could not be determined what may have caused the reported incident. Per the evaluation of fifty-seven strands, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2018 and a suture was used. During surgery, the suture was breaking during the vascular surgery. A replacement device was used. There were no adverse patient consequences reported.